Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, endoscopic pulmonary lobectomy thoracoscopic surgery, while closing of the lobar bronchi, the stapler was able to fire but jaws could not be closed. There was no patient injury.